Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was an unidentified issue with the speaker/vibration on the pump. Tandem technical support made multiple attempts to follow up with customer to obtain more information, but was unsuccessful.